Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mn9k, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient "never" had therapeutic effect, stating that the device "hadn't worked very well" since implant. Since implant, the patient had not attended any follow-up appointments. The patient wanted the device replaced, however no surgery was planned. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor. Additional information received from the consumer reported the patient met with two healthcare providers (hcp). Stimulation was turned off one month ago as it was not helping and the patient could not find another hcp to help manage the device. The implant reportedly "greatly affected her life," as the patient could not pee or have sex because she was "messed up down there and she can't do nothing right."